Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 174106: 40 items manufactured and released on 12-oct-2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviewsperformed on (B)(6) 2020. Moto partial knee 02.18.if2.09.lm tibial insert fix s2 lm - 9mm (k162084) lot 168001: 24 items manufactured and released on 24-jan-2017. Expiration date: 2021-12-18. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any similar reported event. Moto partial knee 02.18.tf2.lm tibial tray fix cemented s2 lm (k162084) lot 184280: 10 items manufactured and released on 07-sep-2018. Expiration date: 2023-08-29. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and the cause of pain is unknown. The surgeon revised all implants and converted the moto knee to a total knee. The surgery was completed successfully.